Event description:
Aicd and leads implanted 3/4/94. Unit was not pacing correctly. 5/20/94 the aicd was explanted, it s lead wires replaced, and then was re-implanted after the aicd was removed from the pt, three protective screws were missing from unit. Caps were obtained from another unit and re-implanted along with new lead wires.